Event description:
The customer alleged that she performed a control test and received a result of 242 mg/dl. The normal control range was 106-146 mg/dl. The customer did not have her meter with her at the time of the call, so further troubleshooting was not possible. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.